Event description:
(B)(4): error 1871 (during testing/no patient injury).

Manufacturer narrative:
Device evaluation: one pump was received by manufacturing, all intact, that was visually and functionally checked. The customer problem was duplicated as the reported error code displayed on the pump during the investigation. Because of the error code, the pump motor was locked. The pump motor was determined to be faulty and is recommended to be replaced. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: corrected information is provided in sections b.1, d.1 and d.4. Corrected information for section d.5 which is unknown to date.